Manufacturer narrative:
Product complaint (B)(4). Additional information received: a 15-20 minute meeting in the hallway of the operating room wing of the hospital took place with the surgeon. An overall understanding of any issues the surgeon felt he was having with the device in the case in which the patient presented a leak was discussed. Dr. Mentioned that he felt the tissue and/or staples were sticking to the anvil. The question was presented whether the surgeon thought the tissue and/staples were sticking to the end effector or the anvil. Dr. Stated several times he thought it was sticking to the anvil. The ethicon team emphasized that if 2 full revolutions were not performed during release then the tissue and/or staples would have difficulty coming off of anvil or end effector. A meeting in the operating room hallway also took place with robotics pa. She felt strongly that the steps for use need to be reinforced with the residents that are firing and performing the anastomotic release of the product. She has seen various techniques from different residents using the device. She emphasized that a new resident is brought into the operating room every month and should undergo a detailed training of the echelon circular powered stapler before use. A brief meeting took place with chief of surgery and medical director, where he stated his conclusion that the device was most likely not the cause of the leaks the hospital had been experiencing.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What specific surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Was the leak confirmed to be from the circular stapler staple line? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? Does the surgeon believe the postoperative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that during a sigmoid colon resection procedure, no leak present during initial surgery. A resident typically fires the circular stapler. Post-op, an anastomotic leak was found and patient returned to or.